Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer called and reported that they experienced a high blood glucose of 640 mg/dl at the time of the incident. The customer's other blood glucose was 600 and 190 mg/dl. The customer did not mention how they treated or any symptoms. The customer was wearing the insulin pump during the incident. It is unknown if the auto mode was active at the time of the event. Troubleshooting was not completed as the customer declined. The customer also reported a bent sensor. The insulin pump will not be returned for analysis.